Event description:
It was reported that the pacing impedance measurements for this right ventricular (rv) lead increased from 1,200 ohms to 1,700 ohms and the threshold measurements were high. Additionally, when tested in unipolar, the impedance was low and out-of-range, less than 200 ohms. A magnetic resonance image (MRI) was taken and revealed that the rv lead had perforated the heart wall. A lead revision procedure was performed and the rv lead was successfully repositioned. This product remains in service. No additional adverse patient effects were reported.